Manufacturer narrative:
One device was returned for repair with complaint that downstream occlusion (dso) seal has detached. No previous repairs noted in the last 12 months. No relevant information was found in the event log. Visual/functional testing was performed. Confirmed the complaint. During the investigation the following additional issues were noted: downstream occlusion (dso) alarm and upstream occlusion (uso) seal delaminated. The device was repaired by replacing dso sensor and seal and uso seal. The device passed all validation tests post repair.

Event description:
It was reported that the device's downstream occlusion (dso) seal has detached and has a cracked battery compartment latch. Per reporter the device also requires a software upgrade. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.